Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised due to adverse local tissue reaction.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who rejected it for medical review - need revision operative reports, need serial x-rays and lab, need confirmation of symptoms, progress notes, examination of explanted components, and histopathology. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. The provided medical information was submitted to a consulting clinician who rejected it for medical review. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that patient's left hip was revised due to adverse local tissue reaction.